Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and the patient experienced pseudoaneurysm that required suturing and compression. The pseudoaneurysm was found at right groin during post procedure hemostasis. Blood seemed to be leaked during the procedure, so the physician used z-stitches to apply pressure and stop the bleeding, rather than perclose. But there was no aneurysm pre- and during the procedure. Suturing and compression hemostasis were performed. Unknown treatment for pseudoaneurysm was performed in the patient ward, but the details are unknown. The patient fully recovered and the length of hospitalization was not extended. The physician in charge commented that the puncture site may have been the issue (he reported it was a "suboptimal puncture site"). He said that he did not feel any discomfort with the vizigo sheath. Physician stated the issue was not related to the vizigo sheath that was used.

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-jan-2025, bwi received additional information indicating that the patient's condition improved. However, they required extended hospitalization. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9-dec-2024, bwi received additional information regarding the event. Among the information received was the lot number, which was updated in section d. And since the lot number was provided, the d4 primary UDI number has also been updated to (B)(4). Catheter ablation was performed using the varipulse catheter for paroxysmal atrial fibrillation. Pulmonary vein isolation was performed using the varipulse catheter, and the procedure was completed without any problems. The next day, since bleeding was observed from the femoral puncture site, surgical treatment was performed. -- b2 hospitalization prolonged selection was also chosen for this event. -- h6 health effect - impact code for "hospitalization or prolonged hospitalization" (f08) was added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-nov-2024, the product investigation was completed as the complaint device was discarded. An analysis of the product could not be performed since a physical sample was not received for evaluation. It was determined that the lot number provided by the customer could not be verified to be a valid/recognized number in our systems. As a result, the mre review cannot be conducted. Should the correct lot number be made available at a later date, the complaint file will be reopened and an mre review will be performed and documented. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).